Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the infusion set was leaking at the headset. The patient experienced elevated blood glucose levels. The caller alleged that this has occurred with 3 different cannula's from the same batch. However, the customer has two different boxes and is not sure which lot # the leak has occurred with. No adverse event was reported. The infusion set was requested to be returned for product evaluation.